Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection of the returned sample noted one opened (without original packaging), 3-way temperature sensing silicone foley catheter with connected sample port connector and inlet tube portion. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution. No cuffing was noted. The drainage lumen was flushed with methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and immediately leaked from a pin hole (measuring 0.012 inches) over the drainage lumen 0.3700 inches from the trifurcation point. This was out of specification, which stated, "cuts in lumens are not allowed." A potential root cause for this failure could be, ¿inserts with edges (the operator hits the shaft against the bottom insert when removing the piece of the mold)." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a water leak occurred from the inflation lumen on the 13th day after placement. Per additional information from the ibc via email 25nov2019, there was a crack on the shaft of the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that a water leak occurred from the inflation lumen on the 13th day after placement. Per additional information from the ibc via email (B)(6) 2019, there was a crack on the shaft of the catheter.